Event description:
It is reported that the patient had a leg screw cut-out after she was plunged again. The fall happened at home.

Manufacturer narrative:
Device is not available. If the device or additional information becomes available it will be reported on a supplemental report.